Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "did not infuse" was not reproduced. Evaluation performed the fluid delivery test, and the results passed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had did not infuse during delivery in the adult oncology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.